Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the stent was severely stretched and was pulled from the balloon. As a result the stent was positioned on the distal balloon sleeve and tip. The distal section of the stent was positioned distal to the tip (off the tip). It was noted that the distal to mid body of the stent was not stretched. An examination of the balloon found no issues. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 90% stenosed to totally occluded 45x2.5 target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery. Following predilation with an unspecified balloon catheter, a 2.50x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damaged and stent moved on balloon.